Event description:
Baxter china reported 1 incident of a crack on the surface of the clamp of the transfer set. There is no pt injury or medical intervention reported by the complaint coordinator.

Event description:
Baxter china reported 1 incident of a crack on the surface of the clamp of a transfer set. There is no pt injury or medical intervention reported by the complaint coordinator.